Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a vena seal closure system was used to treat the right great saphenous vein 1. During the procedure, the patient suffered from a severe pain and had to be treated with heavy sedation. The thermal ablation procedure was completed.